Event description:
It was reported that the user experienced a persistent restart alert 38 on the ilet, consistent with an insulin delivery motor stall occurring on consecutive attempts, and that prior restarts did not clear the alert; customer care advised performing a dry run and changing out supplies, and the user planned to call back when supplies were available. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health or need for medical care. Investigation included customer troubleshooting and education with plans for supply replacement and a dry run to assess infusion path and device function. Investigation of this case revealed an apparent insulin motor stall consistent with a device performance issue localized to the insulin drive mechanism, pending confirmation after supply change and dry run. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending additional information and device evaluation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.